Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event where the cannula was not in the skin which led to leakage under the adhesive event on (B)(6) 2025. No further information available.